Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric sleeve procedure, not all of the staples formed properly after they had been fired. Only the one side of the black load formed, while the other side did not. The black load is still in the jaw of the stapler for analysis. Case completed with another device of the same product code. There were no patient consequences reported.